Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This peritoneal dialysis (pd) patient reported on (B)(6) 2025 that they did not know they disconnected from the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient received a draining slowly alarm during drain 3 of 4. Following the alarm, the patient unconsciously disconnected from the cycler in their sleep. The patient was admitted to the hospital for peritonitis and remains hospitalized. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty cycler set. Additionally, there is no allegation or evidence of a cycler set defect reported for this event. It was reported that the patient unconsciously disconnected from treatment in her sleep. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation or evidence of a defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
This peritoneal dialysis (pd) patient reported on (B)(6) 2025 that they did not know they disconnected from the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient received a draining slowly alarm during drain 3 of 4. Following the alarm, the patient unconsciously disconnected from the cycler in their sleep. The patient was admitted to the hospital for peritonitis and remains hospitalized. Attempts to obtain additional information were unsuccessful.